Event description:
Patient was requiring insertion of a temporary pacemaker. A 6f tuohy-borst introducer tray line was to be placed. During the attempt, the guidewire would not fit through the introducer. A second kit was immediately opened and the nurse noticed that the introducer looked to be a different size. The new introducer paced just fine. There was a delay in patient care because of this event, but there was no harm to the patient. The ed staff reported that the tuohy-borst introducer is defective and did retain the introducer and packaging. The device is available for the manufacturer to inspect upon their request.